Event description:
Clinical study - it was reported that 25 days after a coronary artery drug eluting stenting procedure the patient presented with a subacute thrombosis and expired oin an unknown date. Patient was on heparin, no information on other medications. The patient expired.